Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5099574-1. Diabetes mellitus is a known cause of diabetic ketoacidosis. (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Per documentation from mw5099574, it was reported that the patient experienced inaccurate cgm values with dangerously high blood glucose levels being incorrectly identified. This resulted in diabetic ketoacidosis as the inaccuracies led to no insulin delivery due to the cgm shutting off the patient¿s insulin pump with a false low reading when a higher dose should have been administered. No cgm values, bg values, symptoms, or treatment information were provided but the patient stated she had not been hospitalized related to the issue. The patient stated that as a result of the inaccurate values being sent to her insulin pump her a1c had risen over an unspecified time frame in 2022 from 6.4 in to 7.0. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.